Event description:
It was reported that the IV set/n35/20drop/cqx1/ll needle didn't retract after removing the spike set. The following information was provided by the initial reporter, translated from japanese to english: "when removed the spike set, the needle of the injector didn't return."

Manufacturer narrative:
H.6. Investigation: visual evaluation of the returned samples were analyzed by jfrl. Accordingly to the results, no anomaly was found with the returned product. A functional test was completed and the n35 could be connected to c35 without anomaly or defect. As a result, jfrl was not able to verify the reported issue. DHR could not be performed as the lot# is unknown.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the IV set/n35/20drop/cqx1/ll needle didn't retract after removing the spike set. The following information was provided by the initial reporter, translated from (B)(6) to english: "when removed the spike set, the needle of the injector didn't return."